Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 30123604 item name g7 vit e high wall lnr 36mm d lot # 65588026 g2: foreign: japan. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Event description:
It was reported that the patient underwent a revision procedure 4 months and 26 days after implantation due disassociation. While walking, the patient heard a noise. During operation, it was confirmed that the liner disassociated from the cup. The procedure was completed using another liner. There is no additional information available at the time of this report.